Event description:
It was reported there was a handle leak. There were no adverse consequences to the patient.

Manufacturer narrative:
We are awaiting device return. When our eval has been completed a f/u report will be submitted. Date report submitted to FDA by MFR: 11/19/2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010.